Manufacturer narrative:
Device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 25 mm bioprosthetic mitral valve, this valve was explanted and replaced because the valve was not properly seated. A 26 mm valve better fit the patient and was implanted in its place. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.